Event description:
Patient was reintubated as a tube exchange due to a ruptured cuff using a bougie. Later that shift the endotracheal tube adapter became loose. The tube was secured in a manner with rubber bands attached to the holister tube holder to keep tension on the adapter to keep in place. Patient was on mechanical ventilation and on nimbex. No further incident occurred but it is a risk there of becoming disconnected from the vent. This occurred at the (B)(6) campus. Therapy dates: (B)(6) 2021. FDA safety report ID# (B)(4).